Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open retro rectus hernia repair procedure, after the completion of skin closure via continuous suturing technique, the staff heard an audible "pop" at the patient's abdomen. The surgeon assessed the patient, made a new incision at the umbilicus, and located a free or broken piece of the absorbable suture. It was noted that the surgical time was extended by 30 minutes or more and the incision was extended 1-2 inches. A different suture was used to resolve the issue and closed the procedure site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open retro rectus hernia repair procedure, after the completion of skin closure via continuous suturing technique, the staff heard an audible "pop" at the patient's abdomen. The surgeon assessed the patient, made a new incision at the umbilicus, and located a free or broken piece of the absorbable suture. It was noted that the surgical time was extended by 30 minutes or more and the incision was extended 1-2 inches. A different suture was used to resolve the issue and closed the procedure site.

Manufacturer narrative:
D10 concomitant product: vlocl0336 v-loc* 180 0 grn 60cm gs21x12 (lot#: a3c0075vy); vlocl0336 v-loc* 180 0 grn 60cm gs21x12 (lot#: a3l2019vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open retro rectus hernia repair procedure, after the completion of skin closure via continuous suturing technique, the staff heard an audible "pop" at the patient's abdomen. The surgeon assessed the patient, made a new incision at the umbilicus, and located a free or broken piece of the absorbable suture. It was noted that the surgical time was extended by 30 minutes or more and the incision was extended. A different suture was used to resolve the issue and closed the procedure site.